Event description:
It was reported that pump experienced malfunction that displayed malfunction code and fault ID but had no notable events before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, confirmed malfunction did not recur, advised that pump use could continue, and instructed customer to call back if malfunction code appeared again, which customer acknowledged and understood.